Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) due to a leak in the device. The physician tried to cycle the device but it was clear that there was a leak in the system and there was no fluid in the pressure regulating balloon(prb). There were no patient complications in relation to the device.